Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery fully depleted overnight and the pump shutdown. The customer's blood glucose level was around 400 (mg/dl). During a follow up, the contact declined further troubleshooting with tandem technical support.